Manufacturer narrative:
B3: date of event: the exact event date is unknown. Investigation summary: with all the available information, boston scientific concludes that the reported inflation issue was confirmed as the pump failed the inflation and activation tests. Review of the manufacturing documentation confirmed that the device met all specifications prior to shipment from boston scientific. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the cylinders were visually inspected, leak tested, pressure tested and examined using a microscope; no visual damages were found upon inspection. The cylinders passed all tests performed. The pump was leak tested, visually inspected, examined using a microscope, and functionally tested. There was a hole in the pump kink resistant tubing (krt) (cylinder) that was the result of a sharp instrument damage which probably occurred during the explant surgery; no leaks were found. Due to this damage being consistent with explant surgery it will be considered a secondary failure. The pump was functionally tested and failed the inflation and activation tests. Product analysis confirmed the reported events. The ams700 ipp spherical reservoir was visually inspected, leak tested and examined using a microscope. The reservoir has wear at a fold in the reservoir shell; no leak was found. This wear would not affect the functionality of the device. Product analysis was unable to identify a device malfunction with the returned reservoir. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent a revision surgery to replace the inflatable penile prosthesis (ipp) due to the cylinders are not inflating. There were no patient complications reported.

Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that the physician has requested a revision surgery to replace the inflatable penile prosthesis (ipp) due to the cylinders are not inflating. The surgery has not been performed.